Manufacturer narrative:
Pc-000215309 date sent to the FDA: 08/01/2018 additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown surgical procedure on (B)(6) 2018 a suture was used on a patient. The first needle has dropped off the thread during clamping. The second needle has dropped from the thread while sewing. No harm to the patient. Another suture was used.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Evaluation summary: representative samples were returned for evaluation. During the inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using a instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the representative samples, no attachment defects were found, and the tested samples met the finished goods requirements.